Event description:
On 16 december 2019, neotract was notified via us mail regarding a FDA medwatch sus voluntary event report, mw5091477, which stated: "my father had a urolift device implanted. Within two weeks he developed a urinary tract infection. After a week of treatment with oral antibiotics, the urine backed into his kidney causing kidney failure and precipitated a stroke. After approx 10 days of hospitalization he had another stroke which ultimately caused his death." There is a lack of medical information to link the strokes and subsequent death with either the device or the procedure. The amount of time that elapsed between the procedure and the time of patient death is not specified.